Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient reported no fall or events that would have created the failure of his right tka. The patient did became incarcerated after his original tka. X-ray showed what looks like failure of all three cemented components. The components did come out with cement on all cemented surfaces. However there was little cement on the cone/keel of the tibia. Loosening at the bone to cement interface. Cement manufacturer used was depuy. Doi: (B)(6) 2016; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.